Event description:
It was reported that the patient experienced syncope. There were episodes that show the patient's heart rate was below the programmed lower rate. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).